Manufacturer narrative:
(B)(4).

Event description:
It was reported that when opening the packaging for the encore, the paper would tear in a way that would render the contents non-sterile. The procedure was completed with another of the same device. There were no patient complications as this occurred during unpacking and the patient was stable following the procedure.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR. An encore device within its tray with its tyvek open was returned for this complaint, there is some residues of tyvek over the edges of the tray in the seal area. There is no evidence that the device or its packaging is out of specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that when opening the packaging for the encore, the paper would tear in a way that would render the contents non-sterile. The procedure was completed with another of the same device. There were no patient complications as this occurred during unpacking and the patient was stable following the procedure.